Event description:
It was reported that pen needle 31gx5mm 7 pack broke off during use. This occurred on 7 occasions. The following information was provided by the initial reporter: it's noticed that needle break off during use due to child struggled during the injection the broken needle inside the patient was taken out via medical intervention on (B)(6) 2019.

Manufacturer narrative:
Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. One sample was returned with a broken cannula. There is a slight bend at the bottom near the break that could have been caused by an extenal force. 21 retention samples were inspected and no abnormality was found. Based on the investigation a manufacturing issue was not found.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen needle 31gx5mm 7 pack broke off during use. This occurred on 7 occasions. The following information was provided by the initial reporter: it's noticed that needle break off during use due to child struggled during the injection the broken needle inside the patient was taken out via medical intervention on (B)(6) 2019.